Event description:
Patient enrolled into the trial. Arrhythmia reported. The patient had a 12 second pause in 2007 and an external pacemaker was placed. The patient was taken to the catheter lab two days later, and had a permanent pacemaker inserted with resolution of symptoms. Patient recovered without sequelae.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event. The difference in time frame reporting versus the event date is due to the clinical event committee board review of the study events and the failure to notify the manufacturer of the change in re-classification.